Event description:
It was reported that when using the pyxis medstation es system, patient and order information were not crossing over. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist ran downtime query and the services were all up and running, confirmed that the issue seems to be fixed. The system functioned as intended after the technical support specialist troubleshooted the device.